Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that procedural factors contributed to the event.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an aortic valve was explanted and replaced with a 25mm valve after an approximate implant duration of 2 years due to holes in the leaflets. As reported, the holes were result of leaflets hitting into the core knots.